Manufacturer narrative:
The reported premature battery depletion was confirmed after performing longevity calculations. Based on device settings and usage, longevity was found to be below expected limits. No source of high current was found throughout testing. The battery was sent to the vendor for further analysis. No anomalies were found that would cause battery depletion. The cause for the premature depletion could not be determined.

Event description:
It was reported that the device exhibited premature eri. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.